Event description:
Ventilator went into multiple alarms (vent fail #3, 9, 12) and quit working. Pod software was rebooted which cleared all alarms except vent fail #6. Ventilator still would not work. Pt was hand bagged for the rest of the case. Anesthesia machine was removed at the end of the case. After running a calibration test on the ventilator, it was found that the altitude setting was set for 9900 meters. Normal range is 0-3000, normal setting for this site is 100 meters. The ventilator was in use at the same time as another co's bipolar coagulator was being used. This unit was plugged in at the foot of the pt, not on the same outlet as the anesthesia machine. In the biomedical service area, the anesthesia machine and the other co's bipolar unit were plugged into the same outlet with the bipolar unit running under open load. The problem could not be duplicated. The altitude was set to 100 meters and a performance test done on the unit prior to being returned to service.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: computer software problem, design - inadequate, prom, ram/rom/prom/eprom. Conclusion: software/firmware caused event, device failure directly contributed to event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.